Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Final analysis found the device was at end of life (eol) when received and found the battery depletion was premature. Analysis revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion. No further anomalies were detected.

Event description:
It was reported that the pacemaker was interrogated before implant. It was found the battery exhibited early battery depletion. The device was not used for implant. There were no patient consequences.